Event description:
The report stated that the instrument was broken. The site was unable to provide more specific info but noted there was no pt injury. The incident device was returned and upon eval on 10/1/08, a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
A visual inspection of the incident device showed tissue between the jaws and the knife protruding from the jaw. The jaws were pried open and the knife was inspected revealing the webbing to be bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Covidien lp has implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. The returned device is the only report of this nature since these changes were implemented.